Manufacturer narrative:
(B)(4).

Event description:
The service report shows the customer reported that the 840 ventilator had a blank screen. There was no pt involvement. The customer reported to have replaced the graphical user interface (gui) and backlight inverter pcbs. Covidien customer support engineer (cse) uploaded the current software revision only. The unit passed extended self-testing.